Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
This is being reported for a problem found earlier. Upon examining the logs, it was discovered that the user had not paired the surveillance marker at any point. This deviates from the recommended technique for system use, as it prevents the software from effectively alerting the user in case the drb is inadvertently shifted during the procedure. Reviewing the logs did not reveal any ict shift, with 6 out of 7 fiducials recognized by the robot throughout the case. Furthermore, the logs indicated that the l1-r screw and subsequent screws from t12 to t10 were appropriately placed according to plan indicating there was no drb shift. Ultimately, no harm was reported to the patient. The misplacement of the l1-l pedicle screw was attributed to its location in a high skive area, causing it to deviate from trajectory. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.